Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced issues with inaccurate sensor readings and faced complications with low blood glucose levels of 40 to 55 mg/dl. The customer did not state whether or not they treated their low blood glucose levels but mentioned that their blood glucose levels were approximately 60 mg/dl. The customer returned their senors back for analysis. The insulin pump was not returned for analysis.